Event description:
The customer reported to philips healthcare that the ECG recognition via paddles on the heartstart xl was "very poor, thus the synchronized defibrillation is impossible." There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.